Event description:
Procedure type: procedure: total anterior mesorectal excision (tme). According to the reporter: after firing the tissue specimen were complete but could not be taken apart. During digital examination it was noticed that there was a 1cm dehiscence. The site was hand sewn trans-anally. A repeat insufficiency was noticed at this area post-operatively and an endo sponge was used. There was no blood loss or delay to surgery time. Currently the patient is receiving treatment and still has an ileostomy.